Event description:
A zoll distributor returned battery charger/modem sn (B)(4) and reported that the battery charger / modem was unable to power on.

Manufacturer narrative:
Device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation, the battery charger was unable to power up. The cause for the failure was isolated to a physically damaged l602 inductor on the bedside pca. The l602 was detached from the pca. The root cause for the damaged l602 inductor could not be positively identified. No adverse event resulted from the defective battery charger/modem.